Manufacturer narrative:
(B)(4).

Event description:
It was reported that the straw, which is the plastic tube which compliments the metal passer in the lead kit, backed up and curled onto itself in the middle. A similar event also occurred with the same healthcare provider.